Event description:
Davinci sureform 45 black load placed over patient's tissue. Upon placing over tissue but before firing a "crack" was heard. Rather than continuing to use stapler, surgeon removed device and it was sequestered off the field with staple load intact and in place.